Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. No beep anomaly, black display, missing segments or partial display noted. However, we were unable to prime during prime test due to faulty force sensor resistor. The suspend function is operating properly. The insulin pump was received with cracked case at display window corners, missing end cap sticker, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the screen only display when buttons were pressed. Customer's blood glucose was unknown. After troubleshooting, display issue was not solved. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.